Event description:
It was reported that the user unintentionally removed the dexcom g7 sensor during an ilet supply change, which led the ilet to enter bg run mode without a blood glucose value entered and resulted in insulin dosing stopping during the night until a fingerstick reading was provided and later a replacement sensor was secured. Symptoms included hyperglycemia with the user feeling unwell, followed by improvement as glucose values trended downward after corrective actions and cgm replacement. Outcomes included temporary interruption of insulin dosing and the need for user education. Investigation included customer service troubleshooting, review of device alerts, and user guidance on proper bg run operation and cgm replacement. Investigation of this case revealed user error related to sensor removal without immediate replacement and not entering a fingerstick glucose when in bg run, which aligned with expected device behavior and alerts. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with inadequate understanding of bg run workflow and cgm handling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.